Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was reportedly unaffected.

Manufacturer narrative:
The failure investigation was unable to be completed. Based on the information available, the alleged issue could not be verified. The information will be used for tracking and trending purposes.